Event description:
This complaint is now reportable based on the analysis completed on 7/17/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the proximal end of the stent kinked. However, the returned product confirmed that a shaft fracture occurred. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent to the nontortuous left anterior descending (lad) artery, but observed resistance and found the proximal end had kinked. The stent was withdrawn and the procedure was successfully completed with another taxus stent, unknown size. No patient injuries or complications were reported.

Manufacturer narrative:
Visual examination of the returned device found the hypo-tube was broken. The break was located at approximately 27 centimeters distal to the distal end of the strain relief. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. A review of the manufacturing record for this particular top assembly batch number 7923131 and manifold batch # 7784989 shows that the device met its material, assembly and product specifications at the time of its release to distribution. No issues were identified with the actual device that could contribute to the complaint incident.